Event description:
It was reported that during the implant attempt, the physician had difficulty placing the new right ventricular lead. The third attempt was finally successful and the lead is still in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2006. (B)(4).